Manufacturer narrative:
Product complaint # (B)(4). Additional information h6. Additional information was requested, and the following was obtained: the doctor reported that 3 patients developed pelvic fluid collections due to the use of surgicel fibrillar. All three had early fever 48 to 72 hours after surgery. Tests were performed, including CT scans, and there was no intestinal anastomosis dehiscence, but all showed collections with gas and liquid components at the hemostatic sites. Re-interventions revealed residual hemostatic fluid and infected collections. All were contained at the onset of infection. Patient a.a. Drained spontaneously; she had an associated hysterectomy, and there was spontaneous drainage, but of prolonged duration, which caused distress for the patient. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information: h6. A manufacturing record evaluation was performed for the finished device batch 103r8l, 411963-14 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) h6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess removed? 10. What were current symptoms following the index surgical procedure? What was the onset date? 11. Were cultures performed on the pelvic collections? If yes, results? 12. Has any surgical or medical intervention been performed? 13. What is physician¿s opinion as to the cause of this event? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pelvic collections? 15. What is the patient¿s current status? 16. What is the users experience w/ surgicel fibrillar and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The doctor reported that two patients had pelvic collections due to the use of absorbable hemostat. The first patient developed a fever on the third day, and the second developed pain on the fourth day. They attempted to treat the condition clinically, but without success. Both were re-treated on the sixth postoperative day. Additional information was requested.